Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00090. This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A report was faxed from, south korea to mcghan medical corp. The fax contains a report of two events for the same pt. The pt was injected in the forehead in 1998 with two formulations of collagen layered. The report describes a crust that appeared at the injection site 4 days post treatment that was "healed by the doctor's therapy" one year later the site developed a 2 cm pruritic macula that was a "yellow-pink" color. An unspecified oral drug was administered that gave some relief. No further info was provided.